Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that they are feeling stimulation when their stimulation is turned off on their controller and they said this started about 2 weeks ago. Pt said that they turn their stimulation off through the menu and go through all the programs to turn the stimulation off, but still feel the stimulation on when the stimulation is off. Pt said they are supposed to feel the "shock" in their ulna nerve and in their ring and pinky finger but they also feel this in their middle index and thumb; pss understood the pt was referring to the "shock" as the way the pt feels stimulation and not a painful shock. Pt said that while lying on the couch they lay on their side and use their left hand as a pillow to prop themselves up and they don't use their right hand because their right hand doesn't have full use; pt said this is due to having 6 surgeries in 18 months on their elbow (pss understood the surgeries were before implant). Pt said that their elbow will never be back to the way their elbow used to be from the surgeries. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp. Additional information was received from the manufacturing representative (rep) and it was reported that pt is claiming that his ins is providing stim even when the ins is off--ins 'will turn on'. Caller states the pt claims it is intermittent and does not occur all the time. Advised caller to have pt keep log of the issue (when, where, status of ins before and after, groups, his position, etc) and we can see if that can be corroborated by a file.